Event description:
Femoral angiogram for type iii endoleak showed a potential small hole in fabric on side of graft. Existing graft implanted 2 years ago and still remains in patient. Potential small hole has led to aneurysm sac growth. Patient currently has groin hematoma and will have graft relined in 1 month.

Manufacturer narrative:
Event is still under investigation.